Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the power knob was not working. The fsr replaced the power knob and completed performance testing. The reported issue was resolved. In the event that additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the power knob on the oscillator locking mechanism is not working. The setting keeps changing by itself and is not stable. There was no patient involvement associated with the reported issue.